Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg) had an elective replacement indicator and no 'stimulation'. The ipg was explanted and returned for analysis.